Event description:
Patient was implanted with vocare bladder system in 2000. On january 22, 2003 the vocare bladder system stopped working. Patient was using catheterization for voiding. 2 months later surgery was performed and the entire device was replaced as the fault in the implant was close to the spine. The patient is now using the new device. This report is considered complete and no follow-up report is anticipated.